Manufacturer narrative:
Product ID 3889-28, lot# v043765, implanted: 2007 (B)(6); product type lead product ID 3037, serial# (B)(4); product type programmer, patient product ID 3095-10, serial# (B)(4), implanted: 2012 (B)(6); product type extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received noted that there was a 50% or greater symptom reduction. Event cause was determined. Reprogramming was not needed. It was noted that advice was given at the time of the call to the manufacturer which resolved her not feeling stimulation. However, the patient still had pelvic pain and urinary frequency. It was noted: seeking hydrodistention for her ic (interstitial cystitis). Date was (B)(6) 2014. The patient was recovered without permanent impairment and recovered with permanent impairment - still ic pain.

Event description:
It was reported that the patient slipped and fell in the snow and fell around the same time that symptom issue returned. It started about 6 months ago, return of symptom was gradual. The patient had no stimulation sensation. The patient increased stimulation and a month went by and she was not feeling the stimulation. The patient later said, she turned stim. Up to 0.90 and she would feel it for 2 day and then she didn't. The patient checked to make sure stim isn't turned off, which it wasn't. Additionally, the patient noted it felt like the implant was bulging out more than before since 6-7 months ago. The patient's doctor performs an "expansion" procedure every 6-7 months, along with interstim to give her urinary relief. The patient planned to see hcp (healthcare provider) on (B)(6). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.